Event description:
Boston scientific corporation became aware of the following event from referenced literature article "impact of hydrogel peri-rectal spacer insertion on seminal vesicles intrafraction motion during 1.5 t-MRI guided adaptive stereotactic body radiotherapy for localized prostate cancer". Additional MFR narrative for full citation. It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. The procedure was performed under local anesthesia. It was noted that the study associated with the literature article received approval in april 2019. After the procedure, the patient reported rectal tenesmus. The patient received steroid therapy. The rectal tenesmus fully resolved after receiving the steroid therapy. Following the spaceoar implant procedure, the patient's radiotherapy was planned to begin three weeks after. The patient was treated with (magnetic resonance imaging) MRI-guided prostate stereotactic body radiotherapy (sbrt). The patient's sbrt treatment consisted of five fractions of 7gy with a total dose of 35gy.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as the study within the literature article received approval in april 2019. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter facility name: (B)(6) hospital. Literature source: mazzola r, sicignano g, cuccia f, vitale c, rigo m, giaj-levra n, et al. Impact of hydrogel peri-rectal spacer insertion on seminal vesicles intrafraction motion during 1.5 t-MRI- guided adaptive stereotactic body radiotherapy for localized prostate cancer. Br j radiol 2021; 94: 20210521.. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.